Event description:
Additional information was received from the patient's healthcare provider. It was clarified that the patient did not experience an infection. It was reported that the patient had two stimulators bilaterally at the location of normal sacral nerve stimulator (sns) placement requiring the ins to be six inches from other sites. Moved lateral as limited other space. The patient declined move of battery to different location. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event***

Manufacturer narrative:
Note that h6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that they have pain when laying down and feels quite a bit of discomfort in the area that the implant was placed in. Stated that the way they had put the implanted device it is too close to their ribs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they think their incision "down at the bottom" is getting infected. Pt stated they were supposed to be given antibiotics when they left hospital but they were not given antibiotics. Pt reported all of their incisions hurt and stated their incisions were never covered. Pt reported it was bloody when pt got up out of the bed after their surgery on date of implant. Pt reported they continue to bleed. Pt reported their incision at their tailbone is still "wet" and reported it is swollen. Pt also stated they think this implant seems to be in the wrong spot and reported it's really close to their side and ribs instead of in their back like the location of their trial ens. Reviewed role of patient services and redirected pt to hcp to discuss medical questions/concerns. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Pt initially stated they were trained when they were coming out of anesthesia and later stated they were trained before they went under anesthesia. Pt stated their brain does not hold information like it should and stated this has been going on since pt had covid (B)(6) 2020. Pt stated on call "I ain't savvy with none of this crap". Agent did not clarify this statement due to the nature of the call. Reviewed communicator battery indicator lights.